Event description:
The patient experienced stimulation in the wrong location; "when using program for low back gets painful abdominal area". There was no known accident or incident related to the report. The patient was at home. The patient was encouraged to contact his health care professional. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.